Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: eg29-i10c-us is available in the USA with a 510k number: k190805. The products was returned to pentax medical for repair. We checked the returned unit and confirmed that the cmos module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cmos module with drive pcb. In addition, we confirmed that the bending rubber leak, and the segment hard to move; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR. The correct email address is (B)(4).